Event description:
It was reported that the advisory implantable cardioverter defibrillator was explanted due to exhibiting high impedance issues and infection. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.